Event description:
It was reported that during a laparoscopic cholecystectomy procedure, malformed staples intro operatively. Did not form completely. No patient injury. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed three scissored clips, and then the remaining clips were formed as intended. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. No incident related to the reported event was observed during the batch record review.